Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the pump on the fresenius dry acid mix was burned. The biomed replaced the dry sensor, mid-level sensor, control board assembly, programmed cpu and pump assembly. There was no melting, burning smell, smoke, spark, flame, or arcing observed. There was no patient involvement. The machine has approximately 600 hours. The machine has not had any past problems with failing the electrical leakage test or any other damaged components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The machine is back in service without reoccurrence of the reported event. The complaint device is not available to be returned to the manufacturer for physical evaluation

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.